Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for hematoma. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date: unknown due to unknown product code and lot number. UDI: unknown due to unknown product code and lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacturer date: unknown due to unknown product code and lot number. Reporter occupation: md. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code and lot number were not provided, which prevented a meaningful review of the device history record. One report is being submitted for the reported 10 patients due to the lack of specific patient demographics.

Event description:
The following was reported through literature review: journal of clinical medicine. Article direct rapid left ventricular wire pacing during balloon aortic valvuloplasty pawel kleczynski , artur dziewierz, sylwia socha, tomasz rakowski, marzena daniec, barbara zawislak, saleh arif, joanna wojtasik-bakalarz, dariusz dudek and lukasz rzeszutko. A study that was approved and took place in 2017. The study set out to analyze the safety and efficacy of direct rapid left ventricle wire pacing during balloon aortic valvuloplasty. The study enrolled 202 patients that underwent bav, balloon aortic valvuloplasty. All patients required femoral arterial access, 67 of the patients had angio-seals used to achieve hemostasis, the rest (135 patients) had manual compression to achieve hemostasis. Of all the patients (202) enrolled: 10 experienced hematomas; unclear what measures, if any, were taken for the above adverse event.